Manufacturer narrative:
Investigation confirmed the measurement issue related to the recall. This event was originally reported in a summary report 3006073153-2025-00060, which was submitted in relation to the affected devices from the voluntary recalled performed by spectrum medical ltd (recall number z-0224-2025). FDA has since requested that each event for the devices related to the voluntary recall be individually submitted, resulting in the creation and submission of this report.

Event description:
User reported a bobbin issue in which tubing was able to slip when bobbins were closed.